Manufacturer narrative:
Lead: model 3777-45, lot# v869200034, implanted: (B)(6) 2011, explanted unk; adaptor: model 355531, lot# n310055, implanted: (B)(6) 2011, explanted unk; adaptor: model 3550-29, lot# n280995, implanted: (B)(6) 2011, explanted: unk; lead: model 3877, lot# unknown, implanted: unk, explanted: unk; extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk; programmer: model 37743, serial# (B)(4).

Event description:
It was reported that the implantable neurostimulator was not turning on at the designated time. The patient had to manually turn the device on, and was only able to turn on group b. Group a would not turn on. The event was noted to be related to device programming/stimulation. The relationship to the device, percutaneous lead, and procedure were unknown. The event was not considered serious and no actions were reported. The patient outcome was not provided.